Manufacturer narrative:
Device analysis report attached. This report is submitted on april 05, 2023.

Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient was a non-user and refused to wear the implant. Therefore, the surgeon decided to explant the patient on (B)(6) 2023.